Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.this is 1 of 2 medwatch reports regarding this event. Please see medwatch 3004209178-2015-92562.

Event description:
It was reported that the customer was seeing air bubbles in her reservoir and infusion set. Her blood glucose was 337 mg/dl. Customer treated with manual injection. Customer also stated she experienced pain in her stomach. Troubleshooting was performed with the insulin pump. The drive support cap appeared normal. Air bubbles were found in the tubing and reservoir. No leaks were found. There were several alarms found in the alarm history for (B)(6), 2015. Nothing further reported.